Manufacturer narrative:
(B)(4): the driver was returned for eval. Macroscopic and optical inspection confirm screwdriver tip broken off of shaft. Microscopic examination of the fracture surface reveals circular material movement indicative of torsional overload. Additionally, the smaller diameter portion of the shaft closest to the broken off driver head is bent, suggesting possible bending moment due to off-axis usage, which may have initiated initial crack propagation. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent revision surgery to remove hardware from l4-s1. During the removal of the s1 screw, the tip of the screwdriver broke off inside the screw head. The tip was not able to be retrieved from the screw head and there are no plans to remove the screw from the pt. The pt was re-instrumented at l4-s1 with rods and screws. No pt complications were reported.